Event description:
Nurse reported a system 1000 hemodialysis device switched to an unitended proportioning ratio during the device set up before a patient was on the device. The device was set up in the morning with acid dialysate only. When the bicarbonate dialysate was going to be hooked up it was noticed that the conductivity was high and the device was in "test mode". The bicarbonate was then introduced and the conductivity went out of limits. It was then realized that the proportioning ratio changed. There was no patient injury or medical intervention associated with this incident.